Event description:
The manufacturer became aware of an allegation that an end user found white particles in the humidifier while using a rep dreamstation auto CPAP. The device was returned to a third-party service center for evaluation. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam particles or degradation.

Manufacturer narrative:
Device returned to third party service center for evaluation.